Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k220137. Summary of investigational findings: cook became aware of a article: ¿left ventricle wire loss during tavr how to solve it through antegrade and retrograde approach¿ written by fernandez-cordon et al. 2025. During a transfemoral transcatheter aortic valve replacement (tavr) procedure in an 88-year-old patient, a lunderquist extra-stiff wire guide was positioned in the left ventricle to provide additional support. While advancing the valve delivery system through severely calcified iliofemoral vessels, significant resistance was encountered and the wire guide was inadvertently withdrawn from the left ventricle, resulting in loss of wire position. No wire fracture, deformation, separation, coating damage, or other device malfunction was reported. The authors attributed the event to procedural difficulty and high friction related to the patient's severely calcified anatomy. The loss of wire position required a complex bailout procedure to complete the tavr implant. As a result of difficulties during the tavr, patient was exposed to cardiac tamponade which was treated with urgent pericardiocentesis, anticoagulation reversal, and blood transfusion. The valve was ultimately implanted successfully. The patient subsequently recovered, was discharged home, and was asymptomatic at 6-month follow-up. The complaint reported by the user was confirmed. The complaint originating from the literature article was confirmed based on available information. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is evidence to suggest that user did not follow the instructions for use (IFU) and/or label. The lunderquist extra stiff wire guides are intended for use in the major vessels, the aorta and vena cava, including their access vessels and adjacent vessels and not a chamber, as left ventricle. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. Possible cause is as the author state in the article: "wire withdrawal from the left ventricle during tavr with a nonretrievable device is an infrequent yet troublesome complication. In our case, it was due to the high friction encountered when advancing the device through the severely calcified iliofemoral anatomy". It is assumed that excessive force was applied when advancing the device into the severly calcified anatomy, must have caused some damage to the wire guide, possibly leading to increased friction between the wire guide and the device to be delivered - consequently causing the accidental wire withdraval. An internal action is not deemed neccessary at this time. Trending will monitor if any future actions are required. After considering the event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to literature (fernandez-cordon, et. Al. 2025. ¿left ventricle wire loss during tavr how to solve it through antegrade and retrograde approach¿): during a transfemoral transcatheter aortic valve replacement (tavr) procedure in an 88-year-old patient, a lunderquist extra-stiff wire guide was positioned in the left ventricle to provide additional support. While advancing the valve delivery system through severely calcified iliofemoral vessels, significant resistance was encountered and the wire guide was inadvertently withdrawn from the left ventricle, resulting in loss of wire position. No wire fracture, deformation, separation, coating damage, or other device malfunction was reported. The authors attributed the event to procedural difficulty and high friction related to the patient's severely calcified anatomy. The loss of wire position required a complex bailout procedure to complete the tavr implant. Patient outcome: as a result of difficulties during the tavr, patient was exposed to cardiac tamponade which was treated with urgent pericardiocentesis, anticoagulation reversal, and blood transfusion. The valve was ultimately implanted successfully. The patient subsequently recovered, was discharged home, and was asymptomatic at 6-month follow-up.